Event description:
It was reported that the patients ipg would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction suspected. The explanted ipg was discarded by the medical facility and will not be returned.